Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, a pre-discharge remote transmission device check was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead exhibited high pacing impedance, and high threshold. Reprogramming was completed and two days later the lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.